Event description:
Procedure performed: lap cholecystectomy. Incident description: clip will not load into jaw when handle partially squeezed. Clip will not close completely when fully deployed. Clips fell off of artery and duct. Clips had to be removed from patient. The device is available for return. Additional information was received on 02jan2019 from , mail room coordinator, carroll hosp ctr "I received confirmation from our or that the actual product that was returned, is the defective one. They included the wrong packaging material. Correct lot # for this complaint is 1335316." Additional information was received via email on 08feb2019 from, applied medical acct. Mgr. The clips were not loaded properly into the jaws. The surgeon squeezed plastic to plastic. The vessel was fully skeletonized prior to ligating the vessel. The apex and tip did not close. No patient injury occurred. Loading and firing the clip caused the issue. A handful of clips did not properly load or fire. Intervention: a new clip applier was opened patient status: no patient injury reported.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing was performed on the event unit, which confirmed the complainant¿s experience of clips not closing completely. The feeder, a metal component located in the shaft, was measured and was found to be out of specification. Based on the condition of the returned unit, it is likely that the reported event was caused by the feeder that was found to be out of specification upon receipt. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function and ease of use of its products. As part of this process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of event to occur. The event unit was manufactured prior to implementation of the process and inspection enhancements.

Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: lap cholecystectomy. Incident description: clip will not load into jaw when handle partially squeezed. Clip will not close completely when fully deployed. Clips fell off of artery and duct. Clips had to be removed from patient. The device is available for return. Intervention: a new clip applier was opened. Patient status: no patient injury reported.